Manufacturer narrative:
The review of the device history record was performed for applicable material, manufacturing processes, design specifications and inspection records. No deviations or discrepancies were found that could have contributed to the reported issue. Furthermore, the usage history review showed this lot has been in use in various surgical sterilization kits for several years with no similar complaints reported previously. Per spinecraft instruction for use, reusable instruments are required to be inspected carefully prior to each surgery and particularly the edges for those instruments with cutting features must be checked for distortion/large nicks. That said, based on the nature of the incident and information collected, we can only speculate that this failure is a result of normal wear and tear.

Event description:
The tip of the ø4.5mm tap broke during use. Surgery was completed successfully with another available tap with no patient complications reported.